Manufacturer narrative:
(B)(4). The rt319 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt319 adult breathing circuit was returned to fisher & paykel healthcare where it was visually inspected. Results: visual inspection revealed a hole approximately 10cm from the proximal connector. A lot check revealed no other complaints of this nature for lot 140306. Conclusion: we are unable to determine the cause of the hole on the returned breathing circuit. All breathing circuits are pressure tested for leaks prior to being released for distribution. Any circuits that fail are rejected. This suggests the returned rt319 adult breathing circuit was damaged after it was released for distribution. The user instructions accompanied by the rt319 adult breathing circuit state: -"before connecting to patient, ensure that flow and pressure testing applicable to the ventilator has been completed." -"set appropriate ventilator alarms." The hospital staff correctly checked the breathing circuit prior to patient use. This is in line with our user instructions.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt319 adult breathing circuit failed the leak test on a carina ventilator prior to patient use. They further reported a pin hole in the circuit.